Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete.

Event description:
It was reported that the device was not grasping craft to go through. The event timing was during surgery. There was no harm or delay reported. No adverse events were reported as a result of this malfunction due diligence is complete and no additional information is available.

Manufacturer narrative:
Review of the most recent repair record determined the unit was found to be out of calibration on the high end which may have contributed to the reported event. Two washers were replaced and the mesher was disassembled, cleaned, tested, and calibrated to specifications and resolved the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery the device was not grasping graft to go through. The tissue and the carrier would not thread into the mesher. It would not advance to be meshed. The doctor was able to cut the graft with a scalpel. No further grafting was needed, and the only delay in the surgery time was the time it took to cut the tissue manually. There was no harm. Due diligence is complete and no additional information is available.